Event description:
It was reported that the patient had all her device components removed because her body was not able to fight off an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2007 explanted: unknown, lead model 3889-28 lot# v05 1852 implanted: (B)(6) 2007 explanted: unknown, programmer model 3037 serial# (B)(4).